Event description:
The customer reported, the system has an intermittent problem booting up. There was no display on the tube head or remote console.

Manufacturer narrative:
The ge service rep was unable to duplicate the symptoms. System booted up 10 times error free.